Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation; therefore, we are unable to determine the definitive cause of event.

Event description:
It was reported that on (B)(6) 2007, patient underwent spinal fusion surgery at level l5-s1 in which rh-bmp2 was used. Post operatively, patient alleged unspecified injury due to use of rhbmp-2/acs

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.